Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's system board, blower assembly and oxygen blending module assembly were replaced to address the issue.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device is being evaluated by a third party field service engineer, however, the investigation is not yet complete. A follow up report will be filed upon the completion of the investigation.